Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned insert confirms minor damage to the lock detail, more than likely from attempting to snap into the baseplate. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a tka the lgn xlpe dished isrt sz 3-4 13m was found to be not engaging to the tibia baseplate. Upon thorough inspection, was noticed one side of the articular insert noted to have a defect. The procedure was completed with a delay less than or equal to 30min using a smith-nephew back-up device. No patient injury or other complications were reported.